Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water cylinder tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the other failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue and known inherent risk of device which indicates that reported adverse event known and documented in the labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.